Event description:
Customer was hospitalized due to high blood glucose levels. Customer mentioned that she didn't feel pump cause the hospitalization because she was using the wrong type of insulin in the pump. Customer was using lantis (long acting insulin) customer also stated that she had an infection. Troubleshooting was done, and pump passed the 2 unit prime test, but customer did not have a tubing clamp to perform the high pressure test. A tubing clamp was sent to the customer, and she was advised to call bck to complete troubleshooting.